Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to an unknown reason. During the procedure, holes were noted in the bone cement packaging causing the powder to dispense out of the package. Another unit was used to complete the procedure without delay.